Manufacturer narrative:
This report is part of a retrospective review and remediation. Customer reports loss of communication between pump and transmitter and unexpected re-initialization alert. Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional test or verify battery anomaly due to physical damage.

Event description:
Medtronic received information that unexpected re-initialization, no com pump to xmtr-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.